Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2010 and that it had performed to specification up to january, 2012. The information obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on the 15th, 16th, 22nd and 25th of january 2012. The information obtained from the device showed that the manual power-ups continued until 8th july 2012 until the device shows a low battery. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot 637). Pad pak (lot 637) had a use until date of 06/2013. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a 'memory full' warning message. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.